Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe. As per the investigation procedure creases, particles, an opening assessed as fold flaw opening and a piece of missing shell assessed as inconclusive were observed. None of the observations were found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
E1. Phone number continued: (B)(6). E1. Fax number continued: (B)(6).

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device has been explanted with a complete capsulectomy and replaced with nothing manufacturer's device.